Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the cardiovascular perfusionist that the patient was admitted to the hospital with signs of worsening heart failure. An echo revealed inflow valve failure. A decision was made to replace the lvad with the manufacturer's clinical trial lvad.

Manufacturer narrative:
The patient remains ongoing with the manufacturer's clinical trial lvad. The device was returned to manufacturer, and is currently being analyzed. No further information is available at this time.